Event description:
It was reported that customer experienced issues with malfunction. There was no reported impact to the customer¿s blood glucose level because blood glucose outcome was unknown. No additional information was received regarding the outcome of the event, and technical support was unable to follow up with customer, so no corrective actions or further details were obtained.